Event description:
It was reported that after a da vinci-assisted left pulmonary lobectomy surgical procedure, the patient experienced bleeding from the pulmonary artery (pa) and expired. The surgeon reported that the robotic procedure was completed without any intraoperative complications; however, during transfer from the operating room table to the hospital bed, the patient's status declined. Symptoms included loss of end-tidal co2 and asystole; bleeding was suspected. An emergency open thoracotomy was performed and bleeding from the pulmonary artery (pa) at a white sureform 45 reload staple line was identified. The pa was clamped, and the surgeon over-sutured the staple line to stop the bleeding. Mass transfusion protocol was initiated; however, the patient lost liters of blood with approximately 20 total minutes with no perfusion. Once the bleeding was controlled, the patient had a return of spontaneous circulation. The patient expired on postoperative day 1 due to an anoxic brain injury. The surgeon reported that during the robotic surgery, there were no error messages during stapling with either of the sureform 45 or sureform 30 curved-tip stapler instruments. The firing sequences were complete and intact. A white sureform 45 reload had successfully stapled the left inferior trunk of the 8mm pa. The staple lines and the operative space was dry and intact, with no active bleeding or oozing observed. The procedure was completed robotically, the lung was inflated without complications, and a chest tube placed.

Manufacturer narrative:
Review of the system logs found no intraoperative related errors for the duration of the procedure, the system functioned normally with no indications related to the reported event. Review of the 5 subsequent procedures performed found the system functioned normally with no events or issues. The following concomitant products were used during this procedure in addition to the sureform 45 stapler (pn 488530-13, ln k10250507-0031): endoscope plus 0 degree, fenestrated grasper, maryland bipolar forceps, cadiere forceps, sureform 30 curved-tip stapler. A site history review found no complaints have been reported for any of the concomitant products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. A review of the stapler logs shows that the sureform 30 curved tip instrument was used first during the procedure. It was installed 6 times intermittently and fired 6 reloads (4 gray, 2 blue), with all uses showing the first clamp was successful and the firings were completed with no pauses for compression. The sureform 45 stapler logs show the instrument was installed intermittently on the system 5 times and fired 5 reloads (2 blue, 1 white, 1 gray, 1 green). All clamps were successful and firing was completed with no pauses for compression. There were no stapler related errors in the logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a bleeding event shortly after the conclusion of the pulmonary lobectomy. The staple line from the sureform 45 had dehisced. However, the patient had loss of circulation for a prolonged period during this event and eventually died the next day. Based on the information provided in the summary of events, the staple line failure may have contributed to this event.